Event description:
Elective replacement indicator (eri), please return to st. Jude. The patient was seen and examined in device clinic and it was felt that as his capacitor charge time was greater than 20 seconds he would be best served by an elective generator change.